Manufacturer narrative:
1. DHR/bhr review lot-3353577. 1-this batch of products were assembled at intima ii auto line 2 in (B)(6) 2024, and packaged at r240 package line in (B)(6) 2024. Work order quantity was (B)(4). Ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-review incoming inspection records of catheter, no abnormalities. Material number-b5171aaal, batch number: 3310590,3342227,3310589, 3128016. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for penetration force test and catheter bending resistance test. The test results show that the needle tip force, catheter tip force and catheter drag force all meet the product specifications, and the catheter bending resistance is good. Please see attachment for the test reports. 4. Possible cause: during the puncture, the needle penetrated the catheter and penetrated the vein. 5. According to the experience of previous market visits, it is recommended that: insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter. Do not withdraw the needle prematurely, ensure that the catheter does not touch the vein wall, and avoid multiple punctures. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since there are no abnormalities in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample has been received for relevant testing, the root cause of the bending of the catheter during puncture cannot be determined.

Event description:
No additional informaiton provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter kink / bent at 09:00 on (B)(6) 2024, while administering an antimicrobial drug set intravenously with an indwelling needle, the puncture indwelling needle hose buckled, causing the vessel to rupture and causing the patient pain by re-puncturing it.